Event description:
Customer smelled an electrical burning door and called facility's engineering. Extinguished with a fire extinguisher. No injuries.

Manufacturer narrative:
Service ticket states that unit was replaced with a new unit on may 23, 2006.